Event description:
The device was used during a pneumonectomy procedure. Reportedly, the instrument was difficult to open and the staples did not form properly. The surgeon applied another device and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.